Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed more than 12 years since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the damage due to the applying the excessive external force instantaneously, the aging degradation and/or the use of the inappropriate non-olympus examination lamp by the user.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the subject device could not output the light sporadically during an unspecified procedure. After that, it was able to switch on again only by manual. The user facility was unable to switch between the manual and the automatic mode during error analysis. The light could not output even if the examination lamp was replaced. The air pump also occasionally turned off. The service department of olympus europa (B)(4) checked the subject device and found followings. The control panel was worn out. The buttons on the control panel could not turn on or off sporadically due to the failure of the examination (xenon) lamp button. The reported phenomenon that the subject device could not output the light sporadically was not duplicated during the incoming inspection. The reported phenomenon that the air pump also occasionally turned off was duplicated. The user facility had installed a non-olympus xenon lamp, and the event occurred only when it had been installed. The heat sink was not installed correctly. The base plate and the back of the front panel of the subject device case were corroded. The lenses were dirty. The service department of (B)(4) supposed that the subject device was damaged due to the aging degradation or inappropriate handling by the user. There was no report of patient injury associated with this event.